Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shock therapy due to supraventricular tachycardia diagnosed as ventricular fibrillation. The patient had lost consciousness during the episode. Programming changes were recommended. No further information is available.